Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the diabetes educator that they had a patient who was hospitalized. The caller wanted to verify whether the insulin pump was functioning properly or not. The medtronic representative provided assistance and it was determined that there was nothing wrong with the insulin pump. No further information was provided.